Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block e1: initial reporter city: bad oldesloe, schleswig-holstein block h6: imdrf device code a051104 captures the reportable event of a stone inside basket when it did not open.

Event description:
It was reported that a segura hemi basket was used during a ureteroscopy (urs) procedure. During the procedure, the basket would not open and broke. Additionally, there was a stone inside the basket when it did not open; however, the stone was released when they turn the basket. The procedure was completed with another of the same device with no patient complications.